Event description:
The customer reports: slide clamp created a hole in the extension line. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. It is unknown if therapy was delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for analysis. The catheter body was intentionally severed just above the 3cm mark. The severed portion was not returned. Signs-of-use in the form of biological material was also observed. Visual analysis revealed a hole in the extension line. Microscopic examination confirmed the hole. The edges of the damage appeared smooth and uniform indicating that contact with a sharp instrument likely caused this event. No other defects or anomalies were observed. The hole in the extension line measured 1.25" from the luer hub. The catheter extension line length from the luer hub to the juncture hub measured 1.634", which is close to the nominal value of 1.63" per the catheter graphic. The extension line outer diameter measured .0934", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. A lab inventory syringe was used to inject water through the catheter involved with this complaint. Water was observed leaking out of the hole in the extension line. A manual tug test confirmed that the extension line was secure within the luer hub and the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a torn catheter extension line was confirmed through complaint examination. Visual examination revealed a hole in the extension line. Microscopic examination revealed that the edges of the hole were smooth and uniform. Additionally, functional testing revealed that water leaks out of the hole when performing a leak test. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: slide clamp created a hole in the extension line. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine." There are no patient complications or injury. It is unknown if therapy was delayed/interrupted.